Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), ventricular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate movement of the safari wire during removal of the delivery system caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, left ventricular (lv) perforation occurred. After post-dilation, hypotension was observed. Initially sov rupture was suspected. ECMO was implemented and thoracotomy executed; however, the bleeding point could not be identified. Imagery review revealed that the safari guidewire was moved during bav and removal of delivery system. Manual pressure was applied at the apex and the blood pressure recovered. The perforation was repaired. The patient was weaned off ECMO and transferred to ICU. The physician reviewed the imagery again and confirmed that the safari moved during removal of delivery system and after the removal an apparent pericardial effusion was observed. The lv perforation occurred at this point and caused the instable hemodynamics.